Event description:
Boston scientific received information that electrogram noise was observed on this implantable defibrillation lead associated with oversensing. In review of the device's arrhythmia logbook, numerous non-physiologic episodes of short duration were observed. The patient did experience some pacing pauses for unknown duration. However, there were no reports of patient symptoms or complications. Pocket manipulation and patient isometrics were performed and none of the clinical observations were produced. A revision procedure was performed. The right ventricular (rv) pace/sense portion of the lead was disconnected from the device and surgically capped. A separate rv pace/sense lead was successfully implanted. The shock portion of the defibrillation lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.